Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The connector for power was reconnected to address the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to misassembly during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the power button of an astral device did not function consistently. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that the power button of an astral device did not function consistently. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the reported complaint. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).